Event description:
While resident was being transferred using a hoyer lift, the straps (both) securing her legs to lower cradle broke, resident fell to floor striking head. Resident was assessed and transferred via 911 ems to hospital; expired.